Event description:
During follow-up, loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. During diagnostic imaging, cardiac perforation and pericardial effusion were confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were cardiac perforation, pericardial effusion, loss of capture, and r-wave amplitude variation. As received, a complete lead was returned in two pieces for analysis. The reported events of loss of capture and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The helix was found to be retracted and clogged with blood. After cutting and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.